Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The pump was connected to a test sensor and monitored without any connection interruptions. A blood glucose of 80, 100, and 150 was entered with no unexpected suspend. Pump failed self-test due to missing segments and partial display.

Event description:
The customer reported via phone call that insulin pump suspends when she was high. The customer¿s blood glucose was unknown. The customer confirmed suspend on low set to 70, confirmed sensor settings, customer declined troubleshooting for calibration not accepted, change sensor, sensor glucose versus blood glucose. The insulin pump will be returned for analysis.